Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing on patient profile. The technical support specialist had observed that the cabinet was set to quick to issue mode, while the mql showed that profile mode was enabled instead. This mismatch was identified as a potential cause of the error. Remote access was used to turn off quick to issue mode, and the changes were saved. Quick to issue mode was then reactivated, and the changes were saved again. As a result, the medication list for the patient began populating as intended. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000, the medications were not showing on patient profile. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.